Manufacturer narrative:
(Date of event) of the initial medwatch report indicates: (B)(6) 2016. (Date of event) of the initial medwatch report should indicate: (B)(6) 2016. The initial medwatch report indicates: it was reported to physio-control that the customer's device would not deliver a shock on ventricular fibrillation (vf) during resuscitation of a patient. Two doctors that were present, allegedly felt a shock. It was later reported that the doctors needed no medical attention following the shock. There was patient use associated with the reported event however, there was no report of any adverse patient outcome. The initial medwatch report should indicate: it was originally reported to physio-control that the customer's device would not deliver a shock on ventricular fibrillation (vf) during resuscitation of a patient. Two doctors that were present, allegedly felt a shock. It was later reported that the doctors needed no medical attention following the shock. There was patient use associated with the reported event however, there was no report of any adverse patient outcome. The customer later came back on their initial report and then reported that the device had functioned correctly (they no longer said that the device failed to deliver a shock on ventricular fibrillation), but that the users had touched the patient when the defibrillation shock was administered.

Event description:
It was originally reported to physio-control that the customer's device would not deliver a shock on ventricular fibrillation (vf) during resuscitation of a patient. Two doctors that were present, allegedly felt a shock. It was later reported that the doctors needed no medical attention following the shock. There was patient use associated with the reported event however, there was no report of any adverse patient outcome. The customer later came back on their initial report and then reported that the device had functioned correctly (they no longer said that the device failed to deliver a shock on ventricular fibrillation), but that the users had touched the patient when the defibrillation shock was administered.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not deliver a shock on ventricular fibrillation (vf) during resuscitation of a patient. Two doctors that were present, allegedly felt a shock. It was later reported that the doctors needed no medical attention following the shock. There was patient use associated with the reported event however, there was no report of any adverse patient outcome.